Manufacturer narrative:
There were not catalogue or sterile lot numbers provided, thus no analysis or DHR could be performed. Aneurysm recurrence is a known potential adverse event associated with stent assisted coil embolisation of cerebral aneurysms. All products undergo a 100% inspection prior to being released for sale. No analysis or DHR could be performed as there was no catalogue or lot number available. Review of the available information suggests that progression of the underlying disease state, target site location and anatomy may have contributed to the reported events.

Event description:
The literature article "arterial occlusion to treat basilar artery dissecting aneurysm" by qing ke cui, wei dong liu, peng liu, xue yuan li, lian qun zhang, long jia mab, yun fei ren, ya ping wuc,d, zhi gang wanga, published neurologiai neurochirurgia polska 49(2015) 99 -106, reports that one patient, (B)(6) male, suffered transient numbness and weakness on the right limbs. Cerebral angiography indicated basilar artery dissecting aneurysm. The patient underwent the stent-assisted coil embolization of aneurysm, with an unknown stent and codman microcoils, and the result was satisfactory. Digital subtraction angiography (dsa) reviews were performed at 1 month and 4.5 months, respectively after the operation and indicate that the basilar artery is unobstructed and there was no recurrence of the aneurysm. Dsa review done (B)(6) 2012, 1 year after the first treatment indicates the aneurysm recurrence, stent-assisted coils dense embolization, using two enterprise stents and codman microcoils, of the aneurysm was performed again and the result was satisfactory. Ten months after the second operation on (B)(6) 2013, dsa review found the basilar artery aneurysm recurrence again and occlusion of the basilar artery was performed using further codman microcoils. The basilar artery occlusion was effective. The bilateral posterior inferior cerebellar arteries and the bilateral posterior cerebral arteries are unobstructed. Five months of follow- up found that the patient recovered well. Dsa reviews performed 5 months after occlusion indicate no recurrence of the aneurysm. The object was to explore the clinical feasibility of employing occlusion to treat basilar artery dissecting aneurysm.